Event description:
Manufacturer report number 1627487-2019-03618. It was reported that wound issue was observed on the midline anchor incision site due to the incision site not fully healing. There were no infection nor lead malfunction allegations from the physician. A revision on the anchor incision site was completed successfully on (B)(6) 2019. Device system remains implanted. Patient was stable prior, during and post procedure.

Event description:
Manufacturer report number 1627487-2019-03618.